Manufacturer narrative:
This complaint has been re-evaluated for MDR reporting. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
H10: internal complaint reference: case(B)(4).

Event description:
It was reported that during a revision tka while trailing and removing the tibial trial, an unidentifiable metal fragment was found. The metal fragment was recovered. Surgery had a non-significant delay. The patient was not harmed as a consequence of this problem.